Event description:
Related manufacturing reference number: 2017865-2022-00806, 2017865-2022-00808, 2017865-2022-00809. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported.